Event description:
Manufacturer received a report from a facility that the spouse of the consumer alleges patient was injured in a fall when their raised toilet seat disconnected from the toilet. What role, if any did invacare device caused or contributed to the incident, is unclear. The patient subsequently died of pneumonia.